Event description:
A caretaker of a customer called and initially asked the purpose of the control solution. This was explained to them. They also stated that when they used excel off brand reagent the only results that would be displayed are a f-5 and lo (less than 20 mg/dl) and the system would not count down. A lo result if acted upon could represent serious medical condition. Also, no blood glucose results to a diabetic who adjusts insulin could be serious. While on the phone a review of system operation was conducted. Electronic checks were satisfactory. It was explained to the customer that bayer does not provide or support the use of an off brand reagent. The customer was encouraged to contact co's 24/7 customer service line if any additional questions or problems were encountered. The complaint is considered closed for purposes of MDR.

Event description:
A caretaler